Event description:
It was reported that the customer's blood glucose level was 36 mg/dl. The customer had just put the insulin pump back on after being off it for a few days, while in the hospital for a procedure. He treated his low blood glucose level with food and glucose tablets. The customer double bolused. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.